Event description:
It was reported that during a routine device change this device exhibited safety mode. The device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine device change this device exhibited safety mode. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine device change this device exhibited safety mode. The device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. A memory download could not be performed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine device change this device exhibited safety mode. The device was returned for analysis. No additional adverse patient effects were reported.